Manufacturer narrative:
Corrected data: date of return was missed in error from the initial MFR report # 3005778470-2016-00018, submitted to the FDA on october 14, 2016. A batch record review indicates no discrepancies. No non-conformance related to complaint issue was observed during manufacturing process. All relevant tests required during manufacturing process and the final product release was performed and met test requirements. Review of the device history records showed that all relevant tests required during the manufacturing process and final product release were fulfilled and met the necessary requirements. No nonconformity was registered during the manufacturing and packaging process of the associated lot #. No discrepancies were observed during the manufacturing and packaging process. The associated lot was sterilized accordingly and released. A photograph of affected products has been received for this complaint and was evaluated. Three actual used samples in an original, open peelpacks were received and visually evaluated. The shape of the catheter tips did not meet specifications. No damage was observed on the returned peelpacks. The production process of the catheters was assessed and a root cause could not be determined. This type of defect is not typical of the production area. An investigation will be conducted to review the discrepancy noted during the evaluation of the photograph received and returned samples. This complaint will remain open until this investigation is complete. Reported to the FDA on november 1, 2016. (B)(4).

Manufacturer narrative:
Expiration date (11/2020). Manufacturing date (12/2015). Based on the available information, this event is deemed a reportable malfunction and a serious injury. Note: the intermittent catheter is only designed for fluid to go one way, (i.e.: draining fluid away from the urinary bladder.) The device is not indicated for irrigating wounds. It is likely that pressure, built up from laying the device in a wound and irrigating by forcing saline through eyelets, caused the tip to break off. It is unclear what type of wound this was used on or if the use was during surgery or post-operative. A return used sample product has been returned for evaluation. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: there is another case that is associated with this reported event. A separate 3500a FDA form will be submitted for that one. (B)(4).

Event description:
It was reported that defects to the tip and eyelets of the intermittent catheter device were discovered. The products were used off label for wound care flushing. The reporter stated that the tip fractured and required surgical removal from the wound. The reporter noted defects to the product samples that were returned. Photos of the returned samples were provided. No further information has been provided.